Event description:
It is alleged that during a case the round cautery hook broke off below the plastic covering and a piece fell off inside the pt. It was reported that the piece was immediately retrieved and removed from the pt with no injury observed.